Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up with the a stored episodes of high ventricular rate recorded by the pulse generator. It was determined that there was functional loss of capture due to pacing into refractory tissue. Also noted was an under-sensed signal prior to pacing. Programming adjustments were discussed. No patient symptoms or interventions were reported.